Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, specific bg value was not provided. Customer administered a manual insulin injection and a correction bolus via the pump was delivered to address bg. Reportedly, the customer alleged that the pump's alarm sound was not annunciating. System check with tandem technical support confirmed that the pump speaker was operating as intended and the cause of the high bg was unknown.